Manufacturer narrative:
(B)(4). Other device explanted. Model: 5100. Description: reactiv8 implantable pulse generator. UDI (B)(4).

Event description:
It was reported that the patient was unable to feel therapy. There was no report of patient harm or injury. The therapy manager confirmed that both leads were out of range/high impedance. The patient underwent revision surgery in which both leads and the ipg (implantable pulse generator) were removed. New ipg and two leads were implanted without complications. The ipg was replaced solely as a precautionary measure. No allegation of a malfunction. The explanted devices were not returned for analysis due to hospital policy, as the patient is labelled vre (vancomycin-resistant enterococcus). The device history record was reviewed. No relevant nonconformances were found.